Manufacturer narrative:
Multiple lots of the same catalog number were reported. Lot: 7068521, expiration date: 02/28/2022, device manufacture date: 03/09/2017. Lot: 7095525, expiration date: 03/31/2022, device manufacture date: 04/05/2017. Results: bd received 3 photos from the customer facility for investigation. No sample was returned. Based on the evaluation of the photos, bd observed that blood leakage in the holder had occurred. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents.

Event description:
It was reported that bd eclipse¿ blood collection needle with luer adapter had blood leakage and the sleeve was not retracting. No injury or medical intervention.